Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a display issue was confirmed with the returned system controller (serial # (B)(6)). Provided information stated that the patient had gone down a slide with their daughter causing static electricity. This was thought to be potentially the cause of the display issue. Additional information stated this issue was resolved with a controller exchange. Self-tests done by the customer on the system controller with the display issue were unsuccessful. Review of the log files was unremarkable. Upon investigation of the returned system controller, the self-test function was activated, and the display was white with no text. The suspected internal liquid crystal display (lcd) module was exchanged for a functional lcd module. Activation of the navigate display button was able to cycle through all the screens and the text is legible. The testing confirmed a compromised lcd module. Further evaluation of the lcd module could not be performed, and a root cause could not be determined through the evaluation. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under ¿system operations¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The green pump running symbol was still on but no parameters visible on controller. The confirmed cause of the screen issue was not identified. Self-tests were attempted on the blank system controller to resolve the issue but were unsuccessful. The issue resolved with a controller exchange. The patient presented with a blank screen once again on their new system controller. The green pump running symbol was on but no parameters visible on the system controller. The system controller was exchanged.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a blank screen on their system controller. The green pump running symbol was still on. There was no visible water damage. The patient did report going down a slide with their daughter which was said to could have been a point of exposure to static electricity. Log files captured routine events and there were no notable alarm conditions or parameter changes. Log files did not have the capability to show the screen dynamics, so it was not able to be determined what type of issue occurred with the display. The ventricular assist device (vad) was functioning as intended.